Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107, response buttons not working) was confirmed. Upon investigation the monitor displayed a service code 107 and the rear response button was non-functional. The cause for the failure was isolated to corrosion on the computer/analog pca and response button connector j1005. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons weren't working and the monitor was displaying a service code 107 (multiple abnormal shutdowns).